Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels all day, and the issue had not been resolved by infusion set nor insertion site changes. The blood glucose reading was 600 mg/dl, which was treated with a manual injection. The customer stated that she changed the insertion site several times, but the blood glucose levels continued to run high. The caller was unable to perform the high pressure test due to lack of tubing clamps. The insulin pump passed the self test during troubleshooting. The customer's mother was hesitant about putting the customer back on the insulin pump and requested replacement of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.